Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had experienced an audio beep anomaly as well as experienced high blood glucose level. Customer's blood glucose level was 22 mmol/l and she treated with an insulin pump and manual injections. Customer also state that she changed infusion set and still an insulin pump makes noise again. The customer had also received an insulin flow block alarm. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.